Event description:
It was reported the patient went in for a pump refill and reportedly saw ¿a physician head, a bell, and strange things¿ on the personal therapy manager (ptm) at the time, which prompted the pump logs to be reviewed. The logs confirmed a recovered motor stall occurred on (B)(6) 2013. The stall occurred at 0654 and recovered at 1400. The patient received one bolus on this day. Another motor stall was found to have occurred on (B)(6) 2013 at 0413 and recovered at 0826. The patient did not have any symptoms. It was later reported another motor stall occurred on (B)(6) 2013. The pump was then placed on minimum rate and the patient was admitted to the hospital where she was treated to decrease the chance of withdrawal. The patient was referred to a surgeon for pump removal and replacement. It was later reported and noted that the patient had a 100mcg patch of unknown type, had a patient control analgesia (pca) pump with dilaudid and had a physician consult. It was also noted four times in (B)(6) 2013 that communication issues existed between the programmer and the pump; the programmer could not identify the pump upon interrogation. On (B)(6) 2013, the patient reported no signs of withdrawal and was being treated by her pain physician. The pump was used to deliver fentanyl.

Manufacturer narrative:
Device analysis is anticipated but has not yet began. A follow up report will be filed upon analysis completion.

Event description:
Additional information reported the pump was replaced on (B)(6)-2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the pump stalled ¿multiple times¿ and the patient reported signs of withdrawal. The patient recovered without sequela..

Manufacturer narrative:
Product ID: 8835, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Final analysis of the pump revealed pump motor gear train anomaly, corrosion and/or wear/and/or lubrication. Stall due to shaft-bearing.

Manufacturer narrative:
Product ID: 8835, product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009-, product type: catheter. Product ID: 8835, product type: programmer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.